Event description:
This was a left-sided lead extraction case conducted in the ep lab to remove a sjm 7120q durata - rv due to venous occlusion and device upgrade. The patient also had a ra lead (unknown model#) which was not planned to be extracted. The patient was prepped per hrs recommended standards. The md prepped the rv lead with a lld (unknown model#) and began lasing with a 14f glidelight. Encountering significant adhesions just prior to the proximal coil, the md upsized to the 16f glidelight laser sheath. The lead was successfully extracted and the patient was preparing to be transferred it was noted a slow progression in the patient's arterial blood pressure. A cxr was performed and noted a right-sided hemopneumothorax. A chest tube was inserted, the patient stabilized and reported recovered well.

Manufacturer narrative:
Device discarded after use.